Event description:
A company representative reported that the tips of two capri tapered drivers deformed intra-operatively. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the second of two capri tapered drivers.

Event description:
A company representative reported that the tip of one capri tapered driver deformed intra-operatively.

Manufacturer narrative:
Additional data: h3. Corrected data: b5. H6 coding has been updated to reflect completion of the investigation.